Manufacturer narrative:
(B)(4). To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a sling procedure on an unknown date in 2004 and mesh was implanted. The patient reported that the mesh had to be trimmed vaginally twice within a two year period. The patient further reported experiencing constant urinary tract infections, diagnosis of interstitial cystitis in 2019, constant bladder and pelvic pain, back pain, unspecified pre-cancerous condition of the vaginal area, rectocele and extended spectrum beta-lactamase. The patient shared these issues with their family physician, gynecologist and urologist. No further information is available.